Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range pacing impedance measurements greater than 3000 ohms causing an automatic safety switch from bipolar to unipolar. Technical services (ts) was consulted and suggested reprogramming the patient back to bipolar pacing and checking the integrity of the lead. This ra lead remains in service and no adverse patient effects were reported. Additional information was received and it was reported that this ra lead was surgically abandoned and successfully replaced. This ra lead has not been returned to boston scientific and no additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range pacing impedance measurements greater than 3000 ohms causing an automatic safety switch from bipolar to unipolar. Technical services (ts) was consulted and suggested reprogramming the patient back to bipolar pacing and checking the integrity of the lead. This ra lead remains in service and no adverse patient effects were reported. Additional information was received and it was reported that this ra lead was surgically abandoned and successfully replaced. This ra lead has not been returned to boston scientific and no additional adverse patient effects were reported. Upon requesting additional information, it was reported that this ra lead exhibited loss of capture (loc). This ra lead was surgically abandoned, and no additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the information in sections b5 and h6.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range pacing impedance measurements greater than 3000 ohms causing an automatic safety switch from bipolar to unipolar. Technical services (ts) was consulted and suggested reprogramming the patient back to bipolar pacing and checking the integrity of the lead. This ra lead remains in service and no adverse patient effects were reported.